Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with 1 ml of rha 3 in the lips. The injection was done with the needle provided in the box. Next day, on (B)(6) 2023, the patient presented with vascular occlusion in the lips. The injector dissolved the filler with 1.5 vials of hyaluronidase (hylenex). We were informed that the symptoms have fully resolved on (B)(6) 2023, thus the case was closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of rha 3 products.